Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided by the account, a cause for the reported migration (partial clip movement) cannot be determined. Recurrent mitral valve insufficiency/regurgitation resulting in heart failure/congestive heart failure appears to be due to the clip partially detaching from the anterior leaflet (migration). Mitral regurgitation and heart failure are known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2024, the patient returned to the hospital due to heart failure. Imaging showed the implanted clip had partially detached from one leaflet, causing mr to increase to a grade of 3-4.